Event description:
It was reported that when the right ventricle (rv) lead was connected to the pacing system analyzer, readings showed 10 millivolts. However, with the lead connected to the pacemaker, readings showed 2.5 millivolts. It was also noted that the chest x-ray had shown good placement and subsequent fluoroscopy showed the lead had not moved. The physician stated that this was the third time this has happened. No additional information could be obtained. No patient complications have been reported as a result of this event.